Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were both removed/broken. The investigation found no physical damage on the device. The pump event history showed a base hardware failure alarm in history along with battery timeout in error history log (ehl). The evaluation was performed, and the reported issue could not be verified after flow and occlusion tests or duplicated. The cause of the reported issue was could not be determined. The root cause of the reported issue was unable to be determined. The technician replaced the interconnect board and battery as a preventative measure. Performed functional and delivery tests which passed.

Event description:
It was reported that a base hardware error and battery timeout error was observed. No patient injury was reported.